Event description:
It was reported that the device caused malformed clips. Another device was used to complete the case with no pt consequences.

Manufacturer narrative:
Information anticipated, but unavailable at this time.